Manufacturer narrative:
The product sample was received for evaluation. Visual and functional testing were performed. The enclosure, water tank cover, and line cord were damaged. The root cause was found to be a cracked enclosure underneath the drain fitting. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Unique identifier and premarket (510k) number are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a cracked enclosure. No patient injury was reported.